Manufacturer narrative:
Product complaint (B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Diverticulitis. Were there any issues experienced with the device in the procedure? No. . What healthcare professional fired the device and what is his/her experience with the device? (B)(6) rnfa. Has fired the device at least 6 times before. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Yes, two full complete donuts. Was a complete transection of the cutting washer visually confirmed? Bill could not recall if it was. Were there any issues noted with staple formation at any point throughout the care of the patient? No. How many days postoperative did the leak occur? 2. How was leak identified? Fluid in the abdomen. Can more information be provided about the treatment for the leak? Interventional radiology drained the fluid, it came back as candida. Treated with anti fungal and bowel rest. Were there any other contributing factors to include patient tissue condition? No. What is the current status of the patient? The condition was resolved and the patient went home. It was shared that this patient did later develop a dvt which was determined unrelated to this bowel issue.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Were there any issues experienced with the device in the procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the cutting washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? How many days postoperative did the leak occur? How was leak identified? Can more information be provided about the treatment for the leak? Were there any other contributing factors to include patient tissue condition? What is the current status of the patient?

Event description:
It was reported that post-operative after a sigmoid colon resection the patient developed a leak. The surgeon performed a standard air leak test after the procedure and did not find any leaks. The device was described as firing properly with no issues. The patient is hospitalized and being treated with non-surgical methods and is under observation.